Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that impedances were done and there was no impedance, they attempted programming, but the device continued to deliver painful zaps at the pocket site. The cause was unknown, but the replaced the device on (B)(6) 2025 and there was no zapping at the pocket site reported with the new device.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the steps taken to resolve the feeling of electrical shocks at the pocket site when sitting or lying down was that they removed the device battery and installed new battery to the existing lead and also moved battery pocket from right side over to left. The issue was resolved. The patient was all better now. The cause of the sensation disappearing when they stand, walk or change their position determined was unknown. It was unclear if it was caused due to battery malfunction or moisture issue. The steps taken to resolve the issue was that they replaced the battery and moved pocket site and all problems was resolved. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 353101 lot# serial# unknown implanted: explanted: product type external neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the following day, they began to feel electrical shocks when sitting or lying down. They reported that remaining in the same position in five minutes causes pain. However, the sensation disappeared when they stand, walks or changed their position. Support link transferred the patient to patient and technical services team for further assistance. It was unknown if the issue was resolved at the time of report. It was unknown if the surgical intervention occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were having issues with the therapy. Patient stated that it feels like they is getting an electric shock at the battery site when they sit down or when they lie down. Patient added that it is painful when they walk or try to reposition and it is so hard to get up because it is shocking them. Caller also mentioned that they turned it all the way down last night because they kept getting zaps and thought maybe it was the stitches but it doesn't bother them when they stand or walk. Caller then stated that when they're sitting or lying down it is a massive zap, they're just being tased. Caller mentioned they decreased the intensity last night and this morning when they was bringing their grandson to school, they got zapped so bad and they had to move and get out of the car and then it went away. Patient stated they just got home and lowered it so low they think it might be on 0.1 or something and they wondered if they need to shut it off. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep) on 2024-dec-31. The rep reported that patient reported feeling zapping sensation at the pocket site 2 days after implant, since (B)(6). Today, patient felt pain at the pocket site, going to the top of the gluteal area, causing difficulty with walking or sitting on the area; this is even after therapy has been turned off. Impedance check showed under a 1000 ohms for all electrodes, in the normal range per rep. Technical services(ts) reviewed potential for fluid short at the pocket. Redirected rep to speak with hcp on how to address this matter. Additional information was received from the patient on the same day. They returned a call because of post implant and mentioned that therapy is still turned off. Patient was redirected to their hcp.

Manufacturer narrative:
Product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Continuation of d10: product ID 353101 product type external neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient mentioned a historical event that the last device was a "bad battery" and no good and it worked for symptom relief but it was zapping them and so they had to have a revision and it was moved to the other side of the body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.